Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. The stm stated that the iabp has an intermittent issue that is causing electrical code #50. The stm reported that the first instance occurred just over a month ago and the issue could not be duplicated at the time. Due to the intermittent nature of the issue, the stm examined all boards and components during service inspection. Evidence of saline incursion was found on the motor control pcb. The stm replaced the motor control board pcb and allowed unit to burn in under full 130bpm test load for 14 hours. There were no alarms or errors issued. The stm then performed all calibration and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that an electrical test code #50 occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.